Event description:
Consumer claims her humidifier was "burnt on the bottom". There was no report of injury or property damage with this incident.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.